Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A serial number was not provided a document review was not performed. A complaint history review found other related failures. Probable root cause maybe a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device showed therapy but leaked all over the patient. No leak alarm noted. No patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.